Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses and two conformable gore® tag® endoprostheses to treat a thoracoabdominal aneurysm. Prior to the procedure, the patient underwent surgical debranching of the celiac, superior mesenteric, and right renal arteries. Pre-operative computed tomographic angiography (cta) revealed the aneurysm measured 55.6 mm in diameter. The proximal portion of the graft system was placed in zone 4 of the descending thoracic aorta, and the left subclavian artery was patent. On the same day, the patient reportedly developed ischemia of the spinal cord and left hand. According to the physician, the spinal cord ischemia was related to the procedure, and is a known risk of thoracoabdominal repair. The left hand ischemia reportedly was a complication of an arterial line used for blood pressure monitoring, compounded by vasoconstrictor medications use to raise blood pressure to attempt to reverse spinal cord ischemia. The physician performed a lumbar drain, and the patient¿s ischemia was medically managed. On (B)(6) 2014, the physician performed a thrombectomy of the brachial, ulnar, and radial arteries. On the same day, the patient also underwent hyperbaric treatment. The ischemia of the left hand resolved; however, the patient developed irreversible paraplegia, and is now in acute rehabilitation.

Manufacturer narrative:
Additional implanted gore® devices: tgu373720/12016335; rlt351414/11230139; plc181000/12224823. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to peripheral malperfusion or ischemia, and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).